Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6, device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening assessed as fold flaw opening and one opening assessed as surgical damage like. No additional observation. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Patient reported, a right side deflation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4; g.2.

Event description:
Patient reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #3. Aware date should have been listed as 06/13/2024.

Event description:
Patient reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a right side deflation. Device remains implanted.

Event description:
Device has been explanted and replaced.